Manufacturer narrative:
Results: complaints were confirmed for "stimulation in wrong location and ineffective stimulation." The returned ipg had a cored septum and fluid intrusion was observed in both ports. The fluid intrusion was affecting both the output and the field of stimulation; this was causing the reported issues. Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02597.